Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the nurse observed blood in the iab catheter. The doctor was notified. The patient was weaned quickly and the iab catheter is removed. It was reported that the product was then tested and a leak was detected on the balloon. There was a decrease of the volume of systolic ejection. The iab catheter was removed and iab therapy was discontinued. The facility does not attribute an injury to the device.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the nurse observed blood in the iab catheter. The doctor was notified. The patient was weaned quickly and the iab catheter is removed. It was reported that the product was then tested and a leak was detected on the balloon. There was a decrease of the volume of systolic ejection. The iab catheter was removed and iab therapy was discontinued. The facility does not attribute an injury to the device.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 11.2cm from the rear seal measuring 0.318cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record ID # 206223.